Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus could not be calibrated. The programmer passed incoming testing. It was indicated that the programmer had software errors. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated. The stylus was changed but the issue was not resolved. The programmer was returned for service. There was no patient involvement.